Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10:30 pm with blood glucose over 300 mg/dl. Customer cannot recall their blood glucose reading. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of diabetic ketoacidosis. Customer was feeling acid in body, aches, vomiting, dehydrated, headache, rapid heartbeat and hard to breath. Customer was treated at the hospital. Customer cannot recall the date high blood glucose reading started. Customer current blood glucose was 140 mg/dl. Customer blood glucose at the time of the incident was over 300 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was (B)(6). Customer did not troubleshoot high blood glucose reading. Insulin pump will not be returning for analysis.